Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the user accidentally injected detergent into the alcohol tank.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user accidentally put endoquick (detergent) in the alcohol tank of oer-4, and washed urf-v3. The user noticed an abnormality in urf-v3 before use, and it was reprocessed correctly. There was no report of patient injury associated with the event.